Event description:
Reporter stated that patient obtained blood glucose values of "lo" (<10 mg/dl), 13 mg/dl, 19 mg/dl, 16 mg/dl, and 17 mg/dl while using the advantage ii system. Patient reportedly opened a new strip vial and retested blood glucose with a result of 168 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.